Event description:
The pt had no pain for approximately 1 year. The implantable pump was filled with normal saline in preparation for explant. The pt was still experiencing some numbness attributed to his peripheral neuropathy. The pt is listed as expired in device registration system (date of death not available). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.